Event description:
The patient presented to the hospital in 2008, feeling dizzy. An electrogram showed loss of ventricular output, and greater than 2500 ohms ventricular lead impedance. Three days later the ventricular lead was replaced but the high impedance and loss of output persisted. The physican concluded that the generator was malfunctioning and it was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the device exhibited loss of ventricular output due to a broken ventricular tip feedthru wire.